Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via telephone call that the customer had a low blood glucose 50 mg/dl. She declined to troubleshoot for low blood glucose and stated that the customer had treated by adjusting the insulin pump to her lifestyle and could have some sweets. The insulin pump was not replaced or returned.